Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on third firing during a laparoscopic sleeve gastrectomy, while on antro gastric, the device did not properly formed staples, as the staples remain open. The surgeon decided not to perform sleeve and convert the procedure to minipass in billroth ii. This resulted to unanticipated tissue loss and tissue damage. The patient still hospitalized and in medical observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on third firing during a laparoscopic sleeve gastrectomy, while on antro gastric, the device did not properly formed staples, as the staples remain open. The surgeon decided not to perform sleeve and convert the procedure to mini bypass. This resulted to unanticipated tissue loss and tissue damage. However, bleeding was controlled, and no leakage found. The patient still hospitalized and in medical observation.